Manufacturer narrative:
Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during one procedure a total of three intraocular lenses (iols) had to be used. With the first there was some unidentified damage at the time of injection. Through follow-up, it was learned that the first lens was broken during injection and required the use of the second lens. No additional information was provided. This report is for #1 of the 2 reported events. A separate report is not being submitted for #2 as the event is not reportable.